Manufacturer narrative:
Further information was requested but unavailable . Date of explant is unknown . The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the device was explanted due to an unknown reason. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.